Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Inspected reservoir, snap-cap and septum for anomalies none were found. Performed occlusion test per specifications, reservoir filled and connected to new infusion set. Installed reservoir and connector into insulin pump and performed infusion set. Installed reservoir and connector to insulin pump and performed catheter tip. Reservoir not occluded.

Event description:
It was reported that the insulin pump alarmed no delivery when the 2.5 unit make was reached during the manual prime process. The blood glucose reading was 64 mg/dl. The customer stated that he was unable to troubleshoot for a potential reservoir and infusion set issue at the time. He noted that he had changed the infusion set and reservoir and was able to continue with insulin pump therapy. He did not troubleshoot further than the point at which an occlusion in the first set was confirmed. The customer stated that he was trying to restart the insulin pump later but kept receiving a no delivery alarm when he tried to fill the tubing. Nothing further reported.